Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The measurements taken during the investigation indicated a failing membrane. This failure resulted in the device switching itself on automatically as witnessed during the investigation. The multiple 10 minute time outs recorded in the device history log would indicate that this failure was present from the (B)(6) 2016. These multiple 10 minute events resulted in the device memory becoming full and the depletion of the installed pad-pak on the (B)(6) 2017. The user would have been alerted to this with a ¿warning low battery memory full¿ audio prompt, a flashing red status led and a failure chirp. A further pad-pak was subsequently installed and the 10 minute events recommenced, resulting in the pad-pak depleting and issuing a low battery warning on the (B)(6) 2018. The date of the patient involved event has not been confirmed but it is believed to have occurred during (B)(6) 2018. When a pad-pak completely depletes it will be unable to power on the device. Given there were no log entries recorded between the (B)(6) 2018 and the installation of a fresh pad-pak on the (B)(6) 2018, it is assumed that this was the case for the reported patient involved event. The ability of the device to enter fault mode in the presence of a depleted pad-pak was confirmed during the investigation along with the normal sequence of audible prompts issued. The investigation was unable to confirm the reported issued of the green status led continuing to flash with a depleted pad-pak. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This is a patient involved event. It is alleged that he device would not switch on during a rescue attempt. It is also alleged that the green status indicator was flashing and the device was issuing a memory full prompt. The patient did not survive.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine).

Event description:
This is a patient involved event. It is alleged that the device would not switch on during a rescue attempt. It is also alleged that the green status indicator was flashing and the device was issuing a memory full prompt. The patient did not survive.